Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the battery compartment was found to be cracked below the grip pad to the case seal. A test pump was used to complete the investigation. There was no damage found to the returned battery cap. The returned battery cap was able to easily tighten and remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery cap reportedly was unable to be removed the from the pump. The reporter stated that the battery cap would just spin and that the threads were broken. The battery cap would only turn forward. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.